Event description:
It was reported that an inappropriate shock was delivered due to noise/oversensing involving this device and electrode. A review of the x-ray provided by technical services (ts) noted that the tip of the electrode was not in the optimal position and a repositioning would be needed. Ts noted that since the sense b node appeared affected by intermittent signal it would be optimal to replace the whole system and implant a new system. Ts discussed leaving the electrode connected to the header if the system was explanted and returned for analysis. The field representative further clarified that the distal electrode was completely deviated from the classic position, which was the case since implant. Noise was reproduced only when moving the device or when the patient was doing large movement with the left arm. It was noted that due to the distal electrode position and due to previously inappropriate episode which occurred with this electrode, the physician decided not to reprogram the system, but rather explant and replace the system. The system was subsequently explanted and returned to assess a possible connection issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis confirmed with a tug test that the returned electrode was securely attached to the device header. In addition, the device and the electrode were tested in a saline tub while the electrode was manipulated during sensitivity testing and no abnormalities were seen. Analysis identified that a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that an inappropriate shock was delivered when it comes this device and electrode due to noise/oversensing. A review of the x-ray provided by technical services (ts) noted that the tip of the electrode was not in the optimal position and a repositioning would be needed. Ts noted that since the sense b node appeared affected by intermittent signal it would be optimal to replace the whole system and implant a new system. Ts discussed leaving the electrode connected to the header if the system was explanted and returned for analysis. The field representative further clarified that the distal electrode was completely deviated from the classic position, which was the case since implant. Noise was reproduced only when moving the device or when the patient was doing large movement with the left arm. It was noted that due to the distal electrode position and due to previously inappropriate episode which occurred with this electrode, the physician decided not to reprogram the system, but rather explant and replace the system. The system was subsequently explanted and will be returned to assess a possible connection issue. No adverse patient effects were reported.